Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet7 reperfusion catheter (jet7) and a stent retriever. It was noted that the patient anatomy was tortuous. During the procedure, the physician completed one pass using the jet7 and stent retriever. Upon removal of the stent retriever, mid-shaft of the jet7 broke off. Afterwards, an attempt was made to remove the broken piece of the jet7 using a snare device but was unsuccessful. The broken piece of the jet7 was left inside the patient. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.